Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2005: patient presented with following pre-op diagnosis: discogenic low back pain with spinal stenosis. Patient underwent the following procedures: partial corpectomy l2, l3, l4 and s1 with anterior decompression. Anterior lumbar fusion l5-s1 with cages l2-3, l3-4, l4-5 anterior lumbar fusion with 18x23 millimeter bone dowels, four large kits of bmp and crushed cancellous allograft. As per op-notes: l5-s1 space was localized, four large kits of bmp were prepared. At l5-s1, block discectomy was performed. Two 14x23 mm cages, bed of deep crushed cancellous allograft followed by two bmp sponges were used. Now at l4-5, partial corpectomy was performed at l4, l3 and l2. Once decompression was performed, a bed of deep crushed cancellous allograft followed by one sponge of bmp per dowel and then we used additional two sponges deep to dowel and three sponges medial to dowel. The patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.